Event description:
The customer reported that the instatrak 3500 system lost registration during the procedure. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep instructed the customer over the phone through troubleshooting, and how to calibrate the instrument. The customer decided to continue with the procedure without navigation. No further info is available.